Event description:
A malfunction alarm was reported with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues occurred.